Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm force bipolar instrument; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument was observed to have a broken tip. The instrument was not used on patient and procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the jaws of reported instrument would not open nor close due to a frayed wire. No other damage was identified. The issue resolved by immediately removing item from circulation and tagging it for sterile processing department (spd) to inspect. There was no injury to the patient. No imaging/recordings were taken during that case.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8 mm force bipolar instrument to perform failure analysis. The instrument was analyzed and it was found to have a broken grip at the base, and it was only held on by the conductor wire. The broken piece was hanging from the instrument. No damage found on molded insulator; no missing components were found. There were no frayed wires to be observed. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.